Manufacturer narrative:
Patient's weight is estimated. A patient experiencing invalid impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient has impedance issues on the lead. Surgical intervention may be pending to address the issue.